Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead had developed multiple infections and had to be pulled from the device replacement schedule and will be on antibiotics for several weeks. It was noted that a change out procedure needed to be scheduled; however, due to the infection the procedure may be schedule beyond the recommended timeframe. Technical services (ts) explained that this would be outside of the recommended three months window for replacement. Ts could not provide any further longevity estimate other than the three month window. No adverse patient effects were reported. Additional information indicated that a change out procedure has not been scheduled at this time. The source of the infections is unknown at this time.